Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A customer reported, an incomplete flap due to dust on the cone glass. The surgeon manually completed the flap creation. No pt harm/injury was reported. Add'l info has been requested.